Manufacturer narrative:
The pt has an indwelling chest tube in place. A thoracentesis was performed with 960 ml of drainage withdrawn. Gambro us technical services inspected the machine. The pt sensor led, pt sensor and air bubble detector alarm were verified and found to be within MFR's specifications. The machine remained in use and was used for other treatments without incident.